Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 402 mg/dl. Customer advised they are sick so they are in the hospital, however it does not have to with diabetes or the insulin pump. Customer advised when they press the button to bolus the device will not keep the bolus automatically. Customer advised their doctor and along with themselves would like to know why this occurs. Customer was advised that the active insulin amount is the insulin that is still working in the body. Customer was advised that the amount can affect the correction amount.